Manufacturer narrative:
The production device history record (DHR) for this iabp unit is not required to be reviewed per sop 01-061 since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) evaluated this unit. The fse stated that, troubleshooting resulted in a defective ECG jack. This had a loose connection. The fse replaced the front end board due to the loose contact with the ECG. In addition, the housing broken and the fse replaced it and the sticker. The fse then performed preventative maintenance, with all calibrations and functional check per factory specifications. The iabp was cleared for use.

Event description:
It was reported that prior to use on a patient the ECG was not present on the cardiosave intra-aortic balloon pump (iabp). There was no patient involvement and no adverse event was reported.